Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Visual inspection was performed and the hemostatic valve was found dislodged and dilator was not returned, a second closer inspection was performed. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported by the caller that the hemostatic valve for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was broken and there was bleed back through the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the procedure was continued and subsequently completed. There were no patient consequences. 5ml of bleed back through the valve. The valve did not break into separate pieces and the hub did not separate from the sheath. The sheath was replaced, and the procedure was continued and subsequently completed. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered to the patient. No medical/surgical intervention was required. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event. Should additional information become available this record may be revised. On 6/1/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.